Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous mid right coronary artery (rca). Two stents had already been previously implanted in the proximal and mid rca. A non-boston scientific guide extension catheter was advanced to the mid rca and a 4.00 x 38mm synergy xd drug eluting stent delivery system (sds) was introduced. Resistance was encountered while advancing the sds and only 30% of the stent was advanced out of the guide extension catheter. It was noted on angio that the stent had an accordion appearance, but it was not known if the undeployed stent had gotten caught on a stent strut or if it had gotten caught coming out of the guide extension catheter. During an attempt to remove the synergy xd, the device would not go back into the guide extension catheter and the stent delivery system (sds) broke. The detached portion of the sds was lodged well enough into the guide extension catheter that all pieces were able to be removed, along with the wire. The procedure was completed successfully with another of the same device. There were no patient complications.